Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 18-sep-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve ((B)(4)), as the delivery catheter system (dcs) was withdrawn from the patient, the nose cone of the dcs caught on the inflow portion of the valve frame and dislodged the valve above the annulus. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a snare was used to move the first valve into the ascending aorta. The second valve was implanted valve-in-valve with the outflow portion of the second valve frame overlapped with the inflow portion of the first valve frame. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.